Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka). The hospital staff alleged dka was caused by an unspecified pump malfunction as there was a prompt on the pump's screen. During a follow-up, customer declined to provide additional information regarding event and reported that the pump was working as expected.